Event description:
The ipg was implanted in (B)(6) 2024. Exact date of implant is unknown.

Manufacturer narrative:
The report of revision of ipg due to ¿no communication¿ with ipg was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the unrelated procedure the patient reported having, during which they did not place the device into surgery mode.

Event description:
It was reported that patient was unable to connect to the ipg and turn their ipg back on following a medical procedure where radiofrequency wave was used. Reportedly, the ipg was not set into surgery mode prior to the procedure. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.